Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21aug2019. The field service engineer (fse) evaluated the device and the reported issue was confirmed. The fse replaced the power switch overlay to address the reported issue. The issue was resolved and the device now functions as intended after passing all testing.

Event description:
The customer reported alarm led failure. It is unknown if the device was in clinical use during the time of the event, but no patient harm was reported.

Manufacturer narrative:
Date received by manufacturer: 30oct2019. Date of this report: 05nov2019. Power membrane overlay was received for evaluation. There were no signs of damage or contamination during visual inspection. The power membrane overlay was installed onto the test ventilator in an attempt to duplicate the reported problem. After testing, it was determined that the broken trace on the red alarm led caused the reported issue.